Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating three switches were offline. The outage affected the entire hospital network. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips technical consultant (tc) interviewed the customer. The customer reported they had three switches that were in an offline status. The vitals were transferring slowly due to the impact that the crowdstrike generated outage had on the hospital network. The tc remoted into all four health first hospitals, looking for down switches or devices. First location had one switch down, and it turned out to no longer be on the network, thought to be an artifact that has been removed, but not deleted. The second location had one switch down, as well as all of the access points (ap)'s on the fourth floor. The tc advised the customer that he found that the uninterruptible power supply (ups) powering the switch was off. The customer turned it back on and the network resumed functioning as expected. The third location had two switches that were offline that were consistent with remodeling in a tower. The tc reached out to the intellibridge enterprise (ibe) team that has recently built a new virtual ibe server for health first. The ibe server had been experiencing node failures, which were consistent around the time of the disruption of the health first network, and the nodes that were at issue exist in the health first network. Based on the information provided in the case and by the philips tc, the cause of the reported problem was confirmed to be outage at the hospital that affected the network. After the switches, were turned back on, the device returned to specification. No further investigation or action is warranted at this time.